Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have error 41100 in the ehl. There were no known causes, and the manufacturer representative installled a software update. The pump passed all functional tests.

Event description:
It was reported that the device exhibited error code with a red screen. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.